Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported during the firing of the first staples from the ems stapler, the surgeon felt it didn't fire correctly from the start. Another stapler was pulled and did not have any staples in it. The procedure was concluded with a third ems stapler without complications. There was no consequence to the pt.